Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined for phenomena. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Full e1 address establishment name: (B)(6) medical center.

Event description:
It was reported, the light source had an e102 temperature switch error and the screen blacked out. This issue occurred during preparation for use in an unspecified therapeutic procedure. There was no delay, and the procedure was completed with a similar device. Three were no reports of patient harm.